Event description:
It was reported that pump declared a cartridge change error while customer was using insulin pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support and was instructed to inspect and clean pneumatic tap area, remove misplaced o-ring, reattach cartridge securely, and follow on-screen instructions, after which customer successfully completed cartridge load process and resumed insulin delivery.